Manufacturer narrative:
The meter was returned for investigation. The returned meter was tested with retention strips in comparison to the current masterlot on an internal reference meter using human blood samples. Donor 1 hct: 46% donor 2 hct: 38% testing results: donor #1: retention meter and master lot strips: 3.3 inr returned meter and retention strips: 3.2 inr donor #2: retention meter and master lot strips: 2.2 inr returned meter and retention strips: 2.2 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The meter and test strips were requested for investigation. Meter (B)(4) has been returned. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant inr results between coaguchek inrange meter serial number (B)(4) and coaguchek inrange (B)(4). The result from (B)(4) was 4.0 inr. The result from (B)(4) was 2.5 inr. This result was believed to be correct. The meters are used for training patients. The results were not being used for diagnostic purposes.